Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse stated that the catheter did not have a balloon. The catheter was allegedly placed and dislodged from the patient immediately. The complaint stated that the catheter did not burst and that there were no pieces missing. A new catheter was inserted without incident. No medical intervention was required and no patient injury was reported.

Manufacturer narrative:
The reported issue was unconfirmed. The exterior of the sample was visually inspected and did not find any evidence of a failure that would support the reported event. Per the functional evaluation, the sample was inflated with air while submerged in water and noted no air bubbles leaking from the catheter. It was then inflated with 10cc of water and a leak test was performed. On the seventh day, the balloon was fully inflated with no signs of leaking. The sample was dissected and the rubberize layer was inspected and it was confirmed that there was no leakage from the inflation valve. The returned sample met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." (B)(4).

Event description:
It was reported that the nurse stated that the catheter did not have a balloon. The catheter was allegedly placed and dislodged from the patient immediately. The complaint stated that the catheter did not burst and that there were no pieces missing. A new catheter was inserted without incident. No medical intervention was required and no patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse stated that the catheter did not have a balloon. The catheter was allegedly placed and fell out immediately. The complaint stated that the catheter did not burst and that there were no pieces missing. A new catheter was inserted without incident. No medical intervention was required and no patient injury was reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse stated that the catheter did not have a balloon. The catheter was allegedly placed and dislodged from the patient immediately. The complaint stated that the catheter did not burst and that there were no pieces missing. A new catheter was inserted without incident. No medical intervention was required and no patient injury was reported.